Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to right heart failure.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2022 for a ventricular fibrillation storm with multiple implantable cardioverter-defibrillator (ICD) shocks, and had been hospitalized since. The patient was put on dobutamine drip and no future ventricular fibrillation was noted. The patient did not have known right heart failure or arrhythmia before left ventricular assist device (lvad) implant, although the ICD was implanted before lvad.

Manufacturer narrative:
Manufacture¿s investigation conclusion: a direct correlation between the heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported cardiac arrhythmia and right heart failure could not be conclusively determined through this evaluation. The patient¿s outcome was not considered to be device-related and the device reportedly operated as expected. Hmii lvas, serial number (B)(6), was not returned for evaluation. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events such as right heart failure, cardiac arrhythmia, and death, that may be associated with the use of the hmii left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 23feb2017. No further information was provided. The manufacturer is closing the file on this event.